Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the plan is to remove and replace the lead and stimulator but the date was not yet determined.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1pcfl, implanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off was determined and they noted that the likely cause of the issue was "the age of it." When asked the steps taken/will be taken, the patient noted "to replace it with a new one." The patient noted the issue has not yet been resolved but they will be seeing the doctor on april 8th to discuss the date of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient reported they saw their health care provider (hcp) yesterday and was that they needed to have their device "re-adjusted". During call agent walked patient through pulling up ins settings, therapy was off. Patient wasn't aware of this and didn't know how therapy got off. Agent walked patient through turning therapy back on and patient increased stimulation from 2.3 to 2.4 and felt stimulation comfortably. Troubleshooting resolved the reason for call.